Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump would not deliver insulin. Customer's blood glucose value was unknown. There was a hairline fracture at the base of reservoir compartment. Insulin pump will be returned for analysis.